Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery (cx). A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon inflation. The procedure was completed with a different device. No patient complications were reported.